Manufacturer narrative:
The provided calibration and qc results are within specifications. The alarm trace showed abnormal aspiration (sample pipetter s1) and sample short s1 alarms. These are indicators of possible poor sample quality. The provided serum index results showed some hemolysis and lipemia, but they were within the interference limits. The field service engineer performed checks and verified that the instrument was performing within specifications. No further issues were reported after the service visit. The investigation determined that the service actions resolved the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The cobas c 503 analytical unit serial number was (B)(6). The field service engineer checked the instrument, including the cell wash volumes, and found no cause for the event. Precision studies were performed, and they were within specifications. The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient sample tested with creatinine jaffe gen.2 assay on a cobas c 503 analytical unit. Initial result: 0.96 mg/dl. The physician questioned the initial result, prompting the repeat of the sample. Repeat result: 0.34 mg/dl. A new sample was drawn and tested, resulting in a value matching the repeat result. The repeat result was deemed to be correct as it matched the patient's previous results and the result from the new sample. Reportedly, an amended report with the correct result was issued.